Manufacturer narrative:
Additional information received 27th of oct 2021; it was reported because the blood vessel's true lumen of the descending aorta was too narrow, the surgeon felt that the 32 straight stent was thicker on the descending aortic blood vessel, so it was planned to put a 28-diameter iliac stent graft firstly to play a restrictive role in the blood vessel. Device evaluation summary: the device returned with the external slider in the home position. No damage or deformation was evident to the device. A tactile test did not reveal any damage or deformation. An attempt was made to flush the device which failed. A 0.035-inch guidewire was inserted via the guidewire entry port at the luer and advanced with a blockage found 1.5cm proximal to the distal end of the stent stop. The guidewire was inserted via the tip with a blockage noticed at the same location. The stent graft was deployed. No damage was visible to the spiral tube or stent stop. Delivery system was broken down. No damage seen to the spiral tubing. No damage at the point of blockage. Point of blockage marked with permanent marker. Discolouration noticed to the spiral tube 5cm proximal to the blockage. Spiral tube dissected distal to the blockage. 0.035-inch mandrel pushed through the blockage. Clear sticky substance found transferred to the section of mandrel which was pushed through blockage. The reported ¿difficult to insert¿ can be confirmed through analysis. Four images were returned for analysis. The images reveal what appears to be the complaint device on a bench at the account during prep. The external slider is in the home position. No damage or deformation is evident to the endurant device. The reported ¿difficult to insert¿ the guidewire cannot be confirmed from the images returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac extension stent graft was attempted to be implanted in the patient for the endovascular treatment of a 32mm dissection.  It was reported that during the index procedure, the surgeon inserted the super-hard guide wire into the delivery system of the etew2828c82ee model, and the guide wire could not be inserted into the delivery system. The syringe flushed at the tail of the delivery system, but it couldn't move. It was stated that a medtronic thoracic stent was able to be implanted otherwise. As per the physician, the cause of the event is due to product quality issue.  No additional clinical sequelae were reported and the patient is fine.